Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 27-aug-2025 as the complaint no longer meets the description of a reportable incident (medical advisor input received 27 aug 2025, file is no longer reportable based on removal of precedence does not allow sheath extender to be locked to inner handle). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation: 1 unit of lot c1933641 of echo-hd-22-ebus-o was returned opened in its original packaging. An additional complaint was opened for needle advancement issues will be documented within (B)(6). The device related to this occurrence underwent a laboratory evaluation on 02nd of april 2025. On evaluation of the device no issues were found, the following observations were made: visual inspection: thumbscrew from the sheath extender observed to be loose and unable to tighten and the thumbscrew looks worn off. Brass insert on the sheath extender examined and no issue observed. Distal end of the needle examined, and no issue observed. Stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue. Stylet removed from the device without difficulty. Stylet re-inserted into the device without difficulty. Needle removed from the device and kink observed below the sheath extender. The reported failure was not observed. This complaint was initiated to investigate the thumbscrew issue. Any actions related to the needle advancement issues will be documented within (B)(4). Manufacturing records: prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c1933641 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has previously occurred for this work order c1933641. This was with (B)(4) which was from the same customer. The root cause for this complaint was as follows ¿a definitive root cause could not be determined from the available information. The root cause is unknown as the device was not returned to confirm a material issue but based on the very limited information provided a possible root cause could be attributed to the thumbscrew possibly becoming misaligned with the brass insert of the sheath extender during use potentially leading to the issue encountered.¿. Another complaint ((B)(4)) is registered for the same device. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1933641. Instructions for use and/label the notes section of the instructions for use, ifu0051 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined. A possible root cause could be attributed to the thumbscrew possibly becoming misaligned with the brass insert of the sheath extender during use potentially leading to the adjustment issues encountered and appeared to be worn off as observed during the lab evaluation. Summary: according to the lab evaluation, thumbscrew from the sheath extender observed to be loose and unable to tighten and the thumbscrew looks worn off. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on visual and /or functional inspection. According to the initial report, the issue detected before sending to user facility. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined a possible root cause could be attributed to the thumbscrew possibly becoming misaligned with the brass insert of the sheath extender during use potentially leading to the adjustment issues encountered and appeared to be worn off as observed during the lab evaluation." Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 27-aug-2025 as the complaint no longer meets the description of a reportable incident (medical advisor input received 27 aug 2025, file is no longer reportable based on removal of precedence does not allow sheath extender to be locked to inner handle). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Thumbscrew from the sheath extender observed to be loose and unable to tighten and the thumbscrew looks worn off (cn-082101) this file has been opened based on laboratory evaluation from cn-080566 on 02-apr-2025. Visual inspection: thumbscrew from the sheath extender observed to be loose and unable to tighten and the thumbscrew looks worn off, brass insert on the sheath extender examined and no issue observed, distal end of the needle examined, and no issue observed, stylet examined and no issue observed, functional inspection: sheath extender able to advance and retract without issue, needle handle able to advance and retract without issue, stylet removed from the device without difficulty, stylet re-inserted into the device without difficulty, needle removed from the device and kink observed below the sheath extender.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-jun-2025.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 20-jun-2025 investigation - evaluation device evaluation: 1 unit of lot c1933641 of echo-hd-22-ebus-o was returned opened in its original packaging. An additional complaint was opened for needle advancement issues will be documented within (B)(4). The device related to this occurrence underwent a laboratory evaluation on 02nd of april 2025. On evaluation of the device no issues were found, the following observations were made: visual inspection: thumbscrew from the sheath extender observed to be loose and unable to tighten and the thumbscrew looks worn off brass insert on the sheath extender examined and no issue observed distal end of the needle examined, and no issue observed stylet examined and no issue observed functional inspection: sheath extender able to advance and retract without issue needle handle able to advance and retract without issue stylet removed from the device without difficulty stylet re-inserted into the device without difficulty needle removed from the device and kink observed below the sheath extender. The reported failure was not observed. This complaint was initiated to investigate the thumbscrew issue. Any actions related to the needle advancement issues will be documented within (B)(4). Manufacturing records prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c1933641 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has previously occurred for this work order (B)(4). This was with (B)(4) which was from the same customer. The root cause for this complaint was as follows ¿a definitive root cause could not be determined from the available information. The root cause is unknown as the device was not returned to confirm a material issue but based on the very limited information provided a possible root cause could be attributed to the thumbscrew possibly becoming misaligned with the brass insert of the sheath extender during use potentially leading to the issue encountered.¿. Another complaint ((B)(4)) is registered for the same device. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1933641. Instructions for use and/label the notes section of the instructions for use, ifu0051 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined. A possible root cause could be attributed to the thumbscrew possibly becoming misaligned with the brass insert of the sheath extender during use potentially leading to the adjustment issues encountered and appeared to be worn off as observed during the lab evaluation. Summary: according to the lab evaluation, thumbscrew from the sheath extender observed to be loose and unable to tighten and the thumbscrew looks worn off. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on visual and /or functional inspection. According to the initial report, the issue detected before sending to user facility. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined a possible root cause could be attributed to the thumbscrew possibly becoming misaligned with the brass insert of the sheath extender during use potentially leading to the adjustment issues encountered and appeared to be worn off as observed during the lab evaluation." Complaint is confirmed based on visual and/or functional inspection.